Event description:
Reportedly, this valve was explanted after 8 days of implant duration due to an unknown reason. Another valve was implanted in its place. No further information was provided.

Manufacturer narrative:
Device not returned for evaluation.